Event description:
Per the clinic, the patient experienced an infection (site of the infection is unknown I,e. Unknown if it is device related). The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on may 31, 2022.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was subsequently treated with oral anabiotic (specific date and duration not reported). The patient has been reimplanted with a new device (specific date not reported).